Event description:
It was reported that there was diminished tissue vaporization at 105,020 joules during the procedure. The procedure was completed with another fiber. There was no report of pt injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was found to be intact and attached, however, showed a drilled through condition. The fiber cap was also found to exhibit detritus, char, devitrification and melted glass. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.